Event description:
The surgeon reported that six years following intraocular lens (iol) implant surgery, a pt experienced decreased visual acuity. The surgeon also reported that slit lamp examination revealed increased light scattering. The surgeon reported there was no posterior clouding. Seven years following the initial surgery, the iol was exchanged for a competitor's brand of iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).